Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by a representative that the last time they had the device infusing, it malfunctioned three times. The rep. Called the 24 hour number and they do not think any of the trouble shooting worked. They believe the company suggested sending the pump back for repair/inspection. Information on the malfunction and whether or not the patient was harmed have been requested. No patient injury reported. No additional information available at this time.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Because no device was returned, and with the lack of failure information of the malfunctioned no most probable cause could be determined; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.